Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 600cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. Gas, brain fog, memory changes, cognitive dysfunction, fatigue, headaches, high blood pressure, numbness, tingling in the extremities, insomnia, weight problems, and hypothyroidism were noted. As a result, bilateral total en bloc capsulectomy with implant removal, wise pattern mastopexy, and bilateral pectoralis major muscle repair were performed on (B)(6) 2021. Left sided rupture was discovered with explant. See 1645337-2021-12482 for controlateral prosthesis report.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the rupture consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. At present, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).